Manufacturer narrative:
Stryker evaluated the customer¿s device at the product assessment center (pac) and determined that the root cause of the reported issue is the failing reed switch, sw5. The customer's device was archive by stryker.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer's device, stryker observed that the device does not turn on when the lid is opened. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on. There was no patient use associated with the reported event.

Manufacturer narrative:
A stryker service representative performed an evaluation of the customer¿s device and was able to verify the reported issue. It was concluded that the device could not be repaired. The customer will receive a replacement device.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer's device, stryker observed that the device does not turn on when the lid is opened. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on. There was no patient use associated with the reported event.